Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc - adverse event with no product malfunction the patient was admitted on (B)(6) 2025 for neonatal hyperbilirubinaemia. Immediate symptomatic treatment was administered per medical orders, including blue light therapy and intravenous fluids. On the day of admission, a cannula was inserted into the back of the right hand. The aforementioned treatment was continued for three days, with the injection site inspected during each shift, revealing no abnormalities. At 02:00 on (B)(6) 2025, the infusion was completed. That morning, the nurse observed exudate at the insertion site and promptly removed the catheter, noting slight redness and swelling around the area. The site was disinfected with povidone-iodine. No abnormalities were noted during the day. At 23:00 that evening, during a routine check, the nurse observed redness on the child's right-hand back and a small amount of purulent discharge at the puncture site. The on-duty doctor was immediately notified for management. At 05:50 on (B)(6), the area around the redness and swelling was disinfected with povidone-iodine and treated with a magnesium sulphate wet compress. From (B)(6), mupirocin ointment and polysulfated mucopolysaccharide cream were alternately applied. The patient subsequently transferred to the provincial hospital for treatment. The patient remains under treatment, with the reddened and swollen area exhibiting severe skin infection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#4198428): 1)the products of this batch were assembled at intima ii auto line 4 in aug 2024, and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3). Review the production records with no nonconformance, deviation or rework activities. 2. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. 3. No actual sample and photo have been received for the complaint. 4. According to ma feedback, there are many factors that cause redness, swelling, pain, and high temperature at the insertion site. Possible related factors include: 1). Repeated infusion in a vein, causing pathological changes such as damage hyperplasia, hypertrophy in the vascular wall. 2). The blood vessel punctured during puncture is not found in time, resulting in drug leakage or small hematoma. 3). Lax disinfection during operation causes infection. 4). Some drugs may cause allergic reactions. 5). Excessively high drug concentrations, too low a temperature, too fast a drip rate, or a change in the plasma ph by the drug. 6). The physical reasons of the patient itself. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): due to there is no abnormality in the production process, no material or process changes; the sterilization process is normal, and the products meet the requirement of bi sterility test before release; the complained sample does not involve functional issues such as piercing force, and there are no similar complaints from other hospitals about this batch of products, so it cannot be confirmed that this complaint is related to production.

Event description:
No additional information available.